Event description:
Thirteen days after a drug eluting stenting treatment procedure, an sub-acute thrombosis and balloon deflation issues occurred. The lesion being treated was in the left anterior descending artery (lad). The physician successfully deployed an unknown size taxus express2 8.8% drug eluting stent. The patient was discharged with a regimen of plavix. Thirteen days later the patient was readmitted to the hospital with chest pains. The patient had stopped taking plavix and a total occlusion had occurred. The total occlusion was predilated and a taxus express2 8.8% 2.5 x 12 mm drug eluting stent was successfully deployed at 9 atms and 12 atms. Upon withdrawal the delivery balloon would not completely deflate. The physician attempted to deflate the balloon with a 30 cc syringe, however, was unsuccessful. The physician successfully removed the delivery balloon by withdrawing the guide catheter, guidewire and stent delivery system as one unit. It is noted that once removed from the patient's body, contrast was found at the distal end of the balloon. No patient injuries of complications were reported. Patient status is reported as "satisfactory/good".